Manufacturer narrative:
(B)(4). Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the issue was recognized and corrected with coronary artery bypass grafting (CABG). It was reported that the patient expired due to a malfunction of the cannulae from his ECMO device. The root cause of this event cannot be conclusively determined with the available information. There is no information that there was a malfunction or quality deficiency of the edwards valve. It appears that this event may have been due to patient and procedural related factors. No further actions are possible with the available information.

Event description:
Edwards received information that the patient expired three (3) days post implantation of an edwards bioprosthetic aortic valve. As reported cause of death is: heart failure, extracorporeal membrane oxygenation (ECMO). Review of the patient's medical records indicate that this valve was initially placed to correct aortic valve stenosis. It was noted that aortic root enlargement was not possible to insert a larger prosthesis because of calcification and indurated plaque occupying the entire non-coronary sinus. The 23 mm edwards valve was successfully implanted with normal function on toe. Following the procedure, the patient experienced complications which was felt to be from partial occlusion of the right coronary artery. The patient was taken back for surgery to have coronary artery bypass grafting performed. After this procedure, the patient remained stable but it was felt that the patient might benefit from ECMO placement. It was then reported that one of the ECMO cannulae may have become kinked which led to very poor output. The patient subsequently expired in the operating room.